Manufacturer narrative:
Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged a fragment from the cannula seal accessory fell inside the patient. While the fragment was retrieved and there was no report of patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair procedure, a green fragment from the cannula seal accessory was noted in the patient. The fragment was retrieved during the same procedure. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.